Manufacturer narrative:
An event regarding periprosthetic fracture involving a accolade stem was reported. The event was not confirmed. Method & results: visual inspection: the device was not returned, however an image of the explanted device was made available. The stem was visually unremarkable. Device evaluation and results: medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Sales rep reported patient fell at home. Fractured greater trochanter, biolox head & x3 liner, accolade stem were removed and replaced with restoration modular and synthes plate.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Sales rep reported patient fell at home. Fractured greater trochanter, biolox head & x3 liner, accolade stem were removed and replaced with restoration modular and synthes plate.